Manufacturer narrative:
Literature citation: kawano, n., miyata, a., yui, n., kuragaki, t., saga, s., imai, m., miyamoto, t., & satoh, y. (2026, march 21). Single-center serial cardiac CT assessment of device-related thrombus, peri-device leak, and functional laa patency following watchman implantation [poster presentation]. 90th annual scientific meeting of the japanese circulation society, fukuoka, japan. B3: event date estimated based on date range of data in literature article d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via literature that thrombosis and peri-device leak occurred. This literature article retrospectively reviewed 40 consecutive patients who underwent watchman implantation between march 2020 and march 2025 and received contrast-enhanced cardiac CT both immediately post-procedure and at 3-6 months follow-up. Device related thrombus (drt) was defined as hypoattenuated masses on the atrial surface of the device (hat grade greater than or equal to 2b), peri-device leak (pdl) as localized contrast leakage adjacent to the device, and functional left atrial appendage (laa) patency as contrast filling within the device with maximum attenuation > 100 hu. Results were as follows: drt was observed in 3 patients (7.5%), all of whom had deeper device implantation (mean depth: 13.6 mm vs. 6.8 mm, p < 0.05). Pdl occurred in 11 patients (27.5%), persisting in 7 cases without any significant anatomical or procedural predictors. Four (4) patients exhibited late-onset laa patency despite initial closure, suggesting trans-fabric flow due to incomplete endothelialization.